Event description:
It was reported by service report that the stretcher was drifting and the side rail did not latch. The customer could not determine if there was pt involvement or if there were adverse consequences to report.